Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (rca). The 3.0 x 38 mm xience sierra stent was implanted. Post stent implant, optical coherence tomography (oct) was performed and a distal edge dissection was noted. An additional stent, a 3.0 x 18 mm xience sierra stent, was implanted as treatment. The event resolved the same day. Post procedure, troponin I levels were noted to be elevated. No treatment was provided and the enzyme elevation resolved the following day. No additional information was provided.